Event description:
A customer complaint was received (cmp-285) which described the b-screen assay (bcsg) gave different qualitive result for two different draw dates. Customer ran the same patient sample on two separate assays (from two different draw dates) and obtained a different qualitative result for each sample tested.

Manufacturer narrative:
Na